Event description:
It was reported that a physician was attempting to deploy a 2.25mm diameter x 18mm length resolute integrity rapid exchange (rx) drug-eluting stent to treat a lesion in a patient; however, the physician had difficulties to progress the device on the guidewire, and when the device was inflated, the balloon burst. The stent was implanted without any problems to the patient. No other clinical sequelae were reported. Device evaluation: visual inspection confirmed the presence of a hole protruding outwards on the inner lumen which resulted in a leak through the distal tip.

Manufacturer narrative:
Results: damage noted to the inner lumen occurred post removal from package or during attempts to load the wire. Conclusion: damage noted to the inner lumen occurred post removal from package or during attempts to load the wire. (B)(4).